Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions, ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings, ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported a patient was being implanted with an impella cp for mechanical circulatory support. During the implant, the easy guide lumen came out and the pump was damaged while attempting to insert it. The implant was aborted and a new pump was used. The patients outcome is stable.

Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Delivery issue : the root cause of the delivery issue was most likely use related, during the implant, the easyguide lumen came out and the pump was damaged while attempting to insert it. Product damage ( cannula kink) : the root cause of the product damage issue was not determined since product was not returned and insufficient clinical details provided.